Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer's perceived cause of event was due to his calculating too many carbs. The customer stated that prior to the event, he had fallen due to his low blood glucose and damaged the button keypad on his insulin pump. Nothing further was reported.